Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that after the "pause" button was used the device powered down and would not come back on. During testing no anomalies were observed. Analysis did note that the side bail covers and ring cover were contaminated, the ring bail was bent and the keyboard was scratched. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that after the pause button was pressed on the external pulse generator (epg), the epg powered-down and would not turn back on by pressing the on/off button or the emergency pacing button. The epg was replaced at the time and was given to a biomedical engineer without the battery, where it was tested and no issue was found. The epg has since been returned for a test and calibration procedure. No patient complications have been reported as a result of this event.